Event description:
Reporter stated that while exhibiting symptoms of hypoglycemia, patient's caregiver tested her blood glucose using the compact system with back-to-back results of 133 mg/dl and 76 mg/dl. Six minutes later, patient's blood glucose was reportedly retested on the compact system with a result of 56 mg/dl. Reporter did not provide any information about what treatment, if any, was provided to patient. Reporter did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Compact system: meter, compact strip lot 20659241 with expiration date 08/31/2008.

Manufacturer narrative:
The compact test drum is the suspect device.